Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular fibrillation and the implantable cardioverter defibrillator failed to convert the patient's rhythm with high voltage therapy until the 4th or 5th attempts. On (B)(6) 2018, the device was explanted and the right ventricular lead was capped and replaced to better position a new lead into the apex and add a second coil to the azygos vein. A new device was implanted. Defibrillation therapy test was performed on the new device using the azygos but the test failed. The patient was then transferred to a different facility for further testing. On (B)(6) 2018, further defibrillation therapy test was performed but failed to induce so fibrillation induction was used. The first shock failed at 32 j. The second shock successfully converted to sinus rhythm at maximum output. The procedure was completed successfully and the patient was reported to be in stable condition.

Manufacturer narrative:
Additional information: the patient weighs (B)(6) lbs. And the patient's race is (B)(6).